Event description:
A counselor gave a instant ice pack to a youth for an injury. He was using the pack for about 3 minutes. The counselor left him and when the counselor returned the injured youth was squirting the solution into the mouth of another boy. The bag did not leak when activated and given to the boy to use. The counselor did not see what caused the fluid to exit the bag. The boy was taken to the hosp, no medication given, just observation for one hour and then returned to camp.